Manufacturer narrative:
Date of event: exact date unknown. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 21072224. Product family: scs-linear leads: upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 21072224. Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 20729754. Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 21072224.

Event description:
It was reported the patient experienced inadequate stimulation and was not happy with her pain relief. The physician assessed that stimulation issues would likely not change, as the patient rarely attended review or programming appointments. The patient underwent an explant procedure, and did well post-operatively.